Event description:
Based on medical records provided by the patient's attorney: on (B)(6) 2003 - patient underwent repair of ruq abdominal flank hernia with a kugel patch placed in the preperitoneal space. On (B)(6) 2003 - patient presented with discomfort by the right flank hernia site. Md noticed some swelling and possible recurrence. Also noted was that the patient needed to lose weight and that the perfect repair would require incorporation of the tissues by the rib which would cause severe pain and is really not feasible. On (B)(6) 2004 - patient underwent incisional hernia repair with bard dulex mesh. There is no indication that the kugel patch was excised or manipulated during this procedure. It was noted that the surgeon avoided the peritoneum altogether, which is where the kugel patch was placed.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Currently, it is unknown whether the device may have caused or contributed to the reported event. The information provided indicated that the patient was treated for recurrence, which is a known possible adverse reaction listed in the IFU. Additionally, the medical records indicate that the mesh remains implanted. With the currently available information, no conclusion can be drawn. The medical records refer to a bard dulex mesh implant on (B)(6) 2004, however there was no indication that there were any issues related to this device.